Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery would not hold charge and the battery being hot while charging.

Manufacturer narrative:
In the case description, the user states that the battery would not hold charge and would begin to overheat when charging. The device was returned with a battery. The device powered on with the returned battery. The device battery was not observed to overheat when plugged into a charger. Inspection of the log files show that the device battery did get warm when charged by the user, but stayed within the temperature specifications. Inspection of the log files also show that the device battery went from 92% charge to 1% charge within 3 hours, indicating that the device battery was unable to hold charge for the required amount of time. The exact cause of battery being unable to hold charge could not be determined. A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation.